Manufacturer narrative:
(B)(4).

Event description:
The patient had a loss of therapeutic effect following a bone scan and eeg procedures that were performed to check for brain damage that was unrelated to the neurostimulator. She also had 3 more tests scheduled (one was a nerve conduction test). It was also reported that the patient's pit bull dragged her across the porch fence railing and now had bruising across the device and belly with burping noted since. Additional information was requested.